Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture and then positioned the was in the laa of the patient. With the was in the laa a pigtail catheter was then advanced into the laa to continue the procedure. At this time a thrombus formed on the pigtail catheter with the was still present in the laa. The physician attempted to aspirate the thrombus out of the patient, but was unsuccessful. The procedure was cancelled with no closure device implanted due to the formation of the thrombus in the laa of the patient. The patient did not experience any other complications as a result of this event.